Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets release criteria. The product performed as expected. A review of the manufacturing batch records for the reported strip lot did not uncover any relevant non-conformances. The lot meets release specifications. The customer utilized expired strips at the time of the reported discrepancy. Product should not be used after the stated expiration date, as this can result in errors or inaccurate results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Event occurred in (B)(6). Caller alleging discrepant inratio values. (B)(6) 2015 lab inr 2.6; 30mins later inratio inr 3.1; 5mins later coaguchek inr 3.7. Patient's therapeutic range 3.0 - 3.5. No reported patient ae. No additional information provided.